Manufacturer narrative:
Further information requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 via merlin.net transmission. The transmission showed the patient received an inappropriate anti-tachycardia pacing therapy from the implantable cardioverter defibrillator for an episode of supraventricular tachycardia (svt) on (B)(6) 2021. Programming changes were recommended but were not performed at this time. No patient symptoms were reported.